Event description:
Customer reported a broken handle. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, 3rd party will repair. This MDR is related to ge healthcare complaint number.